Event description:
The customer reported that the insulin pump returned a no delivery alarm during basal. Blood glucose level at the time of the incident was not provided. The customer attempted to deliver a fixed prime and reported that insulin did not exit the tubing. Customer was able to disconnect, and push insulin through the tubing. The customer stated that the insulin pump manually primed successfully. Blood glucose level at the time of the incident was not provided. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.